Event description:
Customer reported that the ventilator stopped cycling during preuse checks and the ventilator started to smoke. Ventilator was swapped out and removed from the room. The ventilator was taken to the bio-med department. The bio-med discovered the o2 module was defective. The bio-med replaced the defective o2 module, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufactures specifications. Ventilator was returned back to service.